Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the rotations per minute (rpm) was below specification was confirmed. An assessment was performed and it was observed there was a hole in the hose, at zone 3, and the vanes were worn out causing the device to run below the operational rpm specification. It was further determined that the device failed pretest for rotational speed, loctite (modified set screw - no movement between components and a "click" heard and felt), and visual assessment. The assignable root cause of the hole in the hose was determined to be due to mishandling of the device, which is user error/misuse/abuse. The assignable root cause of the failed loctite assessment at modified set screw assessment and the rpm¿s being below specification was determined to be due to normal wear over time. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During service and repair/pretesting, it was determined that the rotations per minute of the device were below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.